Event description:
It was reported that the tech opened the tray and noticed the sleeve was not fitting on the targeting arm properly. The knob was also cracked.

Manufacturer narrative:
Once the investigation has been completed, any additional info will be reported in a supplemental report. Same pt as MDR 9610622-2012-00343.